Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events capsular contracture was received on march 11, 2025 with lot number 2836647. Based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, h.6

Event description:
Healthcare professional reported capsular contracture baker grade iii. Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.